Manufacturer narrative:
The following sections could not be completed with the limited information provided: weight-ni. Date of event - ni. Device product code ¿ ni. Date implanted ¿ na. Date explanted ¿ na.

Event description:
It was reported that a femoral nail sterile package was compromised as holes were noted. This did not cause serious injury.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirmed that the plastic bag wrapped around the femoral nail has a hole near the seal area. Additionally the outer carton shows minor damage and signs of being compressed on one end. As the product is longer than the telescoping carton, when pressure was placed on the end of the carton during transit this can result in sterile packaging damage. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause for the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.